Manufacturer narrative:
Additional narrative: the device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the burr was improperly loaded into the device and then installed onto the drill. Therefore, the burr did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr in compression. The tip of the burr was then in direct contact with the neuro tip of the device and when the drill was started, the burr drilled into or through the neuro tip of the device. The assignable root cause was determined to be due to the customer failing to follow instructions, which is user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a broken ¿tip¿. This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.